Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history record review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Per email: I want to inform you about a defective valve. The valve is leaking. Patient does not want a valve change and no reimplantation. Currently uses the safety clamp.

Event description:
Per email: I want to inform you about a defective valve. The valve is leaking. Patient does not want a valve change and no reimplantation. Currently uses the safety clamp.

Manufacturer narrative:
Pr (B)(4). Follow up emdr for device evaluation. One sample was provided for evaluation. Sample evaluation confirmed the reported failure mode (defective). Evaluation of the sample found the bidi disk shoved down into the duckbill valve rendering the valve useless. It is suspected that the sample was found in the condition described due to excessive re-access. A device history review could not be completed as no batch number was provided. Evaluation of the sample found the bidi disk shoved down into the duckbill valve rendering the valve useless. It is suspected that the sample was found in the condition described due to excessive re-access. Since it is suspected that the failure mode was due to use surpassing suggested usage instructions outlined in the IFU no preventive or corrective actions are recommended for the manufacturing facility at this time. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences h3 other text : see manufacture narrative